Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas would not power on and the sleep/wake button was unresponsive; the caregiver noted the device was charged and the screen attempted to illuminate but remained unreadable, consistent with a display difficult to read issue associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display problem consistent with a display readability issue and a touchscreen component concern. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.